Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent vibration issue. Reportedly, the pump¿s sound settings were set correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission 05/21/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. Unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive. The keypad cover was fully intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. In addition to the unrelated issues, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses despite the cover damage. The intermittent vibration issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.